Event description:
I received the essure coils (B)(6) 2006. I had made a doctor appointment for yesterday (B)(6) 2013. I had been feeling nauseated, dizzy with a headache. I talked with my doctor and she suggested, we also do a pregnancy test. To my disbelief it showed up positive. In addition she ordered an ultrasound, to be sure that everything was in the right place. I'm (B)(6) pregnant at (B)(6). No where in my future did I, except to have another child. When I was told about the procedure, (essure) it was clear to me that my tubes were blocked, and there would be no chance that I could ever have any more children. I am shocked, I'm hurt, I wish I was told that there was a chance I could possibly become pregnant years after the procedure. Six years have gone by and this happens to me. I have no confidence in any of america's procedures. I feel that the doctors need to be aware that something is definitely wrong with this essure procedure. The company essure should have done a proper case study. Give their consumers proper info.